Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised to address failed metal-on-metal left total hip arthroplasty with metallosis and adductor muscle necrosis. Pain, excessive levels of chromium and cobalt in the blood, fluid in and around the hip implants, disability, physical impairment, and disfigurement were reported in association with the left hip as well. No further information has been made available at this time.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
Patient¿s left hip was revised approximately 8 years post-implantation due to trunnionosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.